Manufacturer narrative:
Manufacturer's root cause investigation concluded the probable root cause contributing to this event was due to device interaction between the pronto v4 and an existing stent.

Event description:
The pronto v4 was deployed in a patient that was presented with a stemi. The physician reported difficulty advancing the pronto v4 over a stented bifurcated lesion in the left anterior descending/circumflex junction. Upon removal, the pronto v4 silva tip detached in an existing stent strut within the coronary. A snare was utilized to retrieve the pronto v4 tip, along with the existing stent, causing a vessel dissection. The patient was transferred to ICU and expired later that day.